Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered significant physical pain and sustained permanent injuries. The patient has undergone multiple revisionary surgeries and procedures. All other information is unknown and unavailable.